Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurring during basal delivery. The customer reported a blood glucose (bg) level of 279 (mg/dl). A correction bolus was delivered to address bg levels. Troubleshooting with tandem technical support indicated the occlusion was possibly within in the tubing. The customer changed their tubing and resumed insulin.